Manufacturer narrative:
(B)(4). Device evaluated by MFR.:returned product consisted of a solent omni thrombectomy system. There was clotted blood in the tip and shaft of device. The pump, hypotube, shaft, and tip were microscopically and tactile inspected. Functional testing was performed by placing the device in the console. Functional testing confirmed the device could not complete the prime cycle. Inspection revealed the hypotube was completely broken (separated) 13 mm from the tip of the device. A broken hypotube will cause the device to alarm and stop, as pressure cannot be detected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 01aug2017. It was reported that there was a leak under the pump and an error message displayed during priming. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the iliac vein. During preparation outside the patient, an error message alert stating "the saline was filled" displayed when the device primed for 11 seconds. The physician reset the system, however, the catheter still could not complete prime after priming for 3 seconds. The system then alerted "the saline was filled, please replace the device." It was observed that there was a lot of saline under the pump. There were not any visible defects on the catheter and console. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was stable. However, device analysis revealed a hypotube break 13 mm from the tip.